Event description:
It was reported that patient received alerts for non-sustain lead noise. Stored egms showed intermittent noise. Chest x-ray showed lead close to an abandon lead causing suspicion of lead chatter with breathing and movement. Patient will continue to be monitored remotely.